Event description:
It was reported that a system error 2240 (air in line/set) occurred during fill three of five of peritoneal dialysis therapy on the homechoice. The home patient (hp) was connected at the time of the event. During troubleshooting, the hp stated the heater bag became disconnected from the cassette line without falling. The technical services representative assisted the hp to end therapy. The hp planned to complete therapy using manual supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a supply bag becoming disconnected is a known cause of air being introduced into the set up. Should additional relevant information become available, a supplemental report will be submitted.